Event description:
It was reported that during a polyp removal using a needle tip polypectomy snare, the snare embedded in the polyp and could not be removed. The electrocautery setting was increased; however, without success. The physician cut the drive cable leaving the snare head inside the pt with the intention that the polyp would eventually fall off. A week later it was reported that the snare migrated and the end of the wire pierced and embedded in the bowel mucosa. At this time the snare was retrieved with grasping forceps. No further complications occurred and no further info regarding the pt could be obtained.